Event description:
Device 2 of 7. Reference MFR report # 1627487-2013-12928, 1627487-2013-12930, 1627487-2013-12931, 1627487-2013-12941, 1627487-2013-12944, 1627487-2013-12945. It was reported the pt does not have effective stimulation. The pt believes the sub-cutaneous leads, off label use, have become disconnected from the ipg. The pt states she wants the system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.